Manufacturer narrative:
The implanted device remains.

Event description:
It was reported that the patient experienced oedema around the implant site in (B)(6)2017. Subsequently the patient was hospitalised (duration not reported) and it was found that the patient experienced necrosis of the skin flap.

Manufacturer narrative:
It was reported that oral antibiotics were administered (date and duration not reported). This report is submitted on (B)(6) 2017.